Event description:
Customer reported that when the lead screw was turned by hand, the driver block did not move. Advised customer to go to back up plan.

Manufacturer narrative:
Pump was received with corroded, rusted and stiff drive nut assembly. Unable to perform occlusion test due to drive anomaly.